Manufacturer narrative:
Complaint verified through photographic documentation provided. Weld on axle bushing broken, tire separated from chair. Return material authorization has been issued for the return of this device. Device has been returned. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Expanded evaluation in progress at the time of this investigation. The underlying cause could not be determined after reviewing the documentation in this investigation. Left intentionally blank, as the product has been returned and is in the process of evaluation; selection of "no" not available. A supplemental record will be filed when evaluation is completed.

Event description:
The administrator reported that a patient was using the chair in their room. They advised that the patient was using the chair and self propelling when a weld broke. The administrator reports that the wheel came off.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The lower axle lug of the left side frame of the tracer IV wheelchair broke off at the weld. The axle lug was still on the axle of the detached left rear wheel, indicating the rear wheel was likely attached to the side frame of the wheelchair when the weld broke. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Complaint verified through photographic documentation provided. Weld on axle bushing broken, tire separated from chair. Return material authorization has been issued for the return of this device. Device has been returned. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Expanded evaluation in progress at the time of this investigation. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The administrator reported that a patient was using the chair in their room. They advised that the patient was using the chair and self propelling when a weld broke. The administrator reports that the wheel came off.